Event description:
Initial information received from a physician on jul-21-2010: a female (B)(6) received treatment with injectable poly-l-lactic acid (sculptra) [lot # and expiration date unknown] in (B)(6) of 2008, again in an unspecified month in 2008 and in (B)(6) of 2008. She received a total of 3 vials (one vial per session) and was injected in the submalar and zygoma zones, periarticular and chin area. About one month ago ((B)(6) 2010), the patient noticed areas that were described by the physician as little areas of skin fibrosis in the injection sites. He said that they do not feel hard as a rock like he has felt before with nodules but more like a hypertrophic scar. They range in size from a centimeter (cm) to two centimeters in size and are not painful. The event remained ongoing at the time of this report. No further relevant information reported.